Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 50 mg/dl. The customer stated that there was fluid/moisture in the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump passed self test, no unexpected audio beep anomaly noted during testing and no moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.